Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves and initiating therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during initial drain on the homechoice machine. The patient was connected at the time of the event. During troubleshooting, the caregiver (cg) stated that they did not check if the patient line and extension were fully primed prior to connecting the patient. The cg further noted that the patient line clamp was closed. The technical services representative (tsr) assisted the cg in clearing the alarm and advised the cg to restart therapy with new supplies. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.